Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having their device removed but it was unknown why. The health care provider (hcp) found a note about lumbar spine arthrosis but was unsure if that was the reason for explant. Additional information has been requested but was not available as of the date of this report.